Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As rec'd, the monitor was powering on intermittently. Upon eval, there was a white substance on the contacts of the j1 battery connector. The cause of the intermittent ability to power on is the contamination. No adverse event resulted from the contaminated monitor.

Event description:
A us dist returned a monitor sn (B)(4) indicating that it was resetting.